Manufacturer narrative:
Date of event: event date is approximate. Caller the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's mother told a nurse that the patient noted 1707 while attempting to charge. Technical services reviewed consideration for patient (pt) to try to recharge successfully. The caller also reported the patient's mother told them that the pt feels a burning discomfort while trying to charge. Technical services reviewed considerations for pt to try for recharging successfully and suggested to use a layer of clothing while recharging instead of on bare skin. Later, the patient's mother called in and reported the service code 1707 and that that pt has been experiencing burning sensation when attempting to charge when it starts to connect. The caller provided additional information that this sensation occurs immediately once pt gets to the "sweet spot" and recharger connects with ins. Caller stated pt had tried charging directly on skin, with belt and over thin tank top and with tank top/t-shirt and this was still occurring. Caller stated they tried lowering settings, but it's still bothering pt. Caller stated pt is feeling burning under skin at implant site. Caller stated burning sensation only occurs when using recharger on ins. Reviewed consideration regarding charging over another layer of clothing. Caller charged with blanket in between recharger and skin. Caller initially stated they were getting searching on call. Following repositioning recharger caller confirmed successfully connected and pt was charging with excellent connection. Caller stated pt's ins increased from 10 to 20% on call. Caller confirmed pt was not feeling burning sensation on call when charging with blanket in between recharger. Confirmed no burning sensation for duration of the call. The issue was resolved at the time of the call.